Manufacturer narrative:
(B)(4). Product surveillance contacted the nurse aid regarding the sample. The home patient (hp) came to the phone for the nurse aid and stated that the aid was busy. The hp reported that the samples are not available anymore. No further information was provided. This complaint of a check patient line alarm was not confirmed and the cause was not identified. Although air bubbles were reported in the patient line, this condition would not have caused a check patient line alarm. The report of air bubbles could not be confirmed; the source of the air bubbles could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A companion sample is available and was requested. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check patient line and air was observed in the line. This situation occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The hp stated that there were a couple of air bubbles in the line. The tsr advised the hp to setup with new supplies and assisted with ending therapy. The patient was involved but there was no patient injury or medical intervention reported. On (B)(6) 2011 product surveillance spoke with the hp who stated nothing unusual was noticed that would have caused the air to enter the line. The hp did not remember how therapy was completed. Product surveillance also spoke with nurse regarding the event and the nurse confirmed the hp was doing fine with therapy. No patient injury or medical intervention was reported.